Event description:
The customer reported that there was one image on the system. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep adjusted the system. The system operates as intended.